Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the left ventricular (lv) lead was unable to have the guidewire inserted. The lv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of the wire could not pass through the electrode tip during the operation was confirmed. As received, a complete lead was returned in one piece. X-ray examination found offset inner coil at the connector and middle regions of the lead consistent with procedural damage. Electrical testing found no conductor fractures or internal shorts. The lead tested with guidewire found insertion restriction at the s-curve region due to blood/body fluids inside the inner coil. The cause of the reported event was due to blood/body fluids found inside the inner coil.